Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was returned from a competitor with no additional information. No adverse patient effects were reported.